Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s skin was fragile and the patient developed a pocket infection at the implantable cardioverter defibrillator (ICD) site. The ICD system was removed. No further patient complications have been reported as a result of this event.